Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell three of eight. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power on the hc to clear it. It was reported that it appeared that there was a loose connection on the supply bag. The hp will complete therapy manually. The hc was operational. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) cassette was received for evaluation. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional tests were performed with no issues noted. The cassette was able to run on a test hc successfully. Although the home patient (hp) reported a loose connection, which is a known cause of the reported alarm, the problem was unable to be confirmed or recreated during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.